Event description:
It was reported the pt had episodes where she felt an uncomfortable jolt of stimulation. The pt reported it happens about every 5-6 weeks and it usually had happened while she was sleeping. The pt was advised to turn the stimulation down prior to lying down. An attempt to follow up with the issue was unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.